Event description:
It was reported that boston scientific technical services (ts) was contacted by the health care professional about a lead alert. Ts reviewed the lead trends and noted jumpy impedances leading up to a high, out-of-range pace impedance measurement of greater than 3000 ohms on the non-boston scientific right atrial lead. Ts suspected a spring contact issue, and programming options were discussed. Also, a signal artifact monitor (sam) event occurred back in (B)(6) 2021 due to minute ventilation (mv) noise. The device and leads remain in service. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing of noise generated by the minute ventilation (mv) that is related to intermittent increases in impedance measurements. Engineering analysis and testing of returned products has identified that any repeated, small movements of the lead terminal ring can create wearing of the lead terminal ring and generate microscopic particles, which may accumulate and oxidize over time. This can impact the connection between the spring contact and the lead ring, resulting in intermittent changes in impedance measurements. Please refer to the description field for more information regarding the specific circumstances of this event.

Event description:
It was reported that boston scientific technical services (ts) was contacted by the health care professional about a lead alert. Ts reviewed the lead trends and noted jumpy impedances leading up to a high, out-of-range pace impedance measurement of greater than 3000 ohms on the non-boston scientific right atrial lead. Ts suspected a spring contact issue, and programming options were discussed. Also, a signal artifact monitor (sam) event occurred back in december 2021 due to minute ventilation (mv) noise. The device and leads remain in service. No adverse patient effects were reported.